Event description:
The international customer reported the ventilator displayed a pressure sensors failure during pre-operational checkout. The device was not in use on a patient therefore there was no patient involvement or harm. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic history noted the failure occurrence as reported. The fse replaced the motor controller pcb board to address the reported problem. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Date of this report: 07/2014. Date rcvd by MFR: date: 09/16/2014. Conclusion / root cause: this customer returned motor controller (mc) board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).